Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: last week the surgeon was forming the pouch which is primarily a 45 degree angle firing from the previous firing.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, after several firings using blue and white reloads the surgeon was completing the formation of the pouch. He fired a blue reload. Everything seemed fine with no unusual noises or different tactile feedback. When he opened the stapler the inner most staple line closest to the cut line did not form. The surgeon over sewed the staple line and indicated no leaks were present. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that the plee60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.